Manufacturer narrative:
Model number/catalog number 72404127, serial number (B)(4), batch/lot number 1000049282, (B)(4), description control pump fgs iz, expiration date 02/03/2019, manufacturer date 02/03/2018. Model number/catalog number 72400024, serial number (B)(4), batch/lot number 1000082566, (B)(4), model/catalog description balloon fgs 61-70 cm, expiration date 03/29/2023, manufacturer date 03/30/2018.

Event description:
It was reported that in (B)(6) 2019, following an implant of an artificial urinary sphincter, the patient presented with a urinary fistula with drainage from the surgical wound at the implant site of the reservoir. A ureterocystoscopy was performed, which evidenced erosion of the urethra. A protective cystostomy was performed and the device was removed.